Event description:
Pt experienced an unexpected postoperative refraction after implantation of the device. The lens was subsequently removed and replaced. A review of the mfg workorder for this particular lens revealed no deviations during the process. No additional reports of a similar nature was received on lenses mfg in this lot.